Event description:
It was reported that during surgical procedure at the user facility the sonopet tip broke during use. The user facility reported the scrub team was able to retrieve all pieces, and the procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information. Device not available for evaluation.

Event description:
It was reported that during surgical procedure at the user facility the sonopet tip broke during use. The user facility reported the scrub team was able to retrieve all pieces, and the procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.